Manufacturer narrative:
Siemens requested a total service call. The distributor's service tech completed the total service call. The fan filter was found to be blocked. The fan filter was cleaned and recommended that the replacement interval should be changed from six to three months. The waste/wash cartridge was replaced. The batteries on the imain board were checked and found to be ok. The system was successfully calibrated and the three levels of aqc were run and were all within the expected ranges. The instrument is operational.

Event description:
The customer reported two discrepant high po2 values on one patient on the rp 500. Other samples analyzed for this patient before and after the two higher ones, were similar and all within the normal range for this patient. There was no report of injury due to this event.